Event description:
Caller called back and has an appt coming up on nov 14th with their healthcare provider (hcp) and the manufacturer representative (rep). They reported the same information as in the original call and called the pain "electrifying". The caller noted that the original medication they were on after the shocking nerve pain was gabapentin. Caller repeated that they the therapy is helping with frequency some in the evenings, but not their urgency and they are having accidents all the time. The caller was asking what may be done at the next appointment. Reviewed custom programs. The caller reported that they are considering having the system explanted and re-implanted on the other side, but they want to get that done before the end of the year due to financial/insurance reasons and don't want to waste time with more programs if they will not work. Reviewed to discuss with the hcp. The caller also noted that they had been on oxybutynin prior to the implant, but not since. The caller also noted that during the trial, they only had relief on one side, but ultimately was implanted on the other side.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had to turn stim off the day after surgery because they were getting excruciating nerve pain, shocking sensation when they laid down on the side of their leg on the same side as the ins. Patient said their doctor said to turn it off but after they turned it off the pain did not stop, so the doctor put them on some nerve medication and the pain stopped. Pt said, they were scheduled to have it removed on thursday because they thought it was sitting on a nerve and then put back in, in october after they healed up. Pt said after the pain stopped the patient wanted to see what would happen if they stopped taking the medication and when they stopped taking it the pain did not come back so pt wanted to find out what would happen if they turned stim back on so they turned stim back on friday and they do not have that pain. Pt said, since friday, the ins seems to be helping with the frequency but not the urgency. Patient asked if there is a different setting that may help with urgency. Reviewed how to change programs and redirected to discuss therapy setting changes. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.